Manufacturer narrative:
Manufacturer's investigation conclusion: device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6)) was shipped to the customer on 04apr2019. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ . Under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed including ¿connect power¿ alarms. Low voltage advisory alarm: promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm: immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnected alarm: promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). Call your hospital contact if reconnecting the power cable does not resolve the alarm. Heartmate 3 instructions for use document ¿replace any equipment or system component that appears damaged or worn¿. The reported event of a yellow wrench alarm could not be confirmed through this evaluation. Event details indicated the suspected mobile power unit (mpu) was exchanged with regards to the yellow wrench alarm. The mpu was plugged into a different ac outlet, but the alarm continued and would not supply power. It was reported a ¿connect to power¿ visual message was displayed on the user interface on the system controller. A power exchange to battery power resolved the ¿connect to power¿ alarm message. Additional information communicated on 17sep2021 indicated the mobile power unit will not be returning for an evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # (B)(6)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient brought in a defective mobile power unit (mpu) for replacement. The patient stated that when they were connected to the mpu it began alarming while plugged into the wall. The mpu showed an illuminating yellow wrench with the controller alarming "connect to power". The patient immediately switched to battery power. The patient switched the outlet that the mpu was plugged into, however the alarms persisted, and it would not provide power. The mpu was exchanged and no further alarms occurred. There were no patient consequences during this event.